Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products. Associated mdrs: 1225714-2014-03663 and 1225714-2014-03664.

Manufacturer narrative:
This report serves as an update to correct this field. This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-03663 and 1225714-2014-03664.